Manufacturer narrative:
(B)(6). Initial and final MDR (B)(4) - MDR - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that by father that his child's tape did not stick. Moreover, it was inserted on sunday and failed on thusday,again inserted on thursday and failed on friday. No further information available.